Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. The customer's blood glucose level was 147 mg/dl at the time of incident. The customer reported constantly low battery and he has changed the battery three times. The customer did troubleshoot and found this is the second occurrence of off no power in less than twenty four hours after low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.